Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.

Event description:
During reaming, the reamer attachment fractured. A second reamer was used to complete the procedure without further issue.